Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was alarming no disposable with four, smiths medical, cadd medication cassettes over the past few weeks. The complaint report indicates no injury, and no lot number was available. No adverse patient effects were reported. No additional information is available at this time.